Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing on atrial tachycardia/atrial fibriilation (at/af) episodes and presenting electrogram (egm), causing false termination of at/af episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.